Event description:
It was reported that when using the bd pyxis¿ es server was not syncing to the server.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not syncing to the server. A technical support specialist (tss) reviewed the station data synchronized logs and identified a change tracking version error requiring manual recovery. The tss logged into the station, stopped services, performed database backups, and completed the manual recovery process as per knowledge article. Structured query languag (sql) queries were executed and necessary scripts were run, including truncating the core.systemoperation table. The tss restarted services, adjusted synchronized settings, and rebooted the station, after which last upload and download timestamps updated correctly, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.